Manufacturer narrative:
The device is not available for analysis. This report is filed january 31, 2014.

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked fluid. Replacement equipment was sent and no reports of patient injury are associated with this event.